Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Was unable to verify off no power anomaly due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer continued to receive off no power with no prior alarm or alerts. Customer reported that battery cap was fine. Insulin pump would be replaced.